Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they had the device removed last thursday because the device never worked, and they wanted to donate their equipment. Patient requested to donate the external equipment. An email was sent to the repair department for a return label. Patient stated that they never had adequate therapy relief since being implanted. The patient did not have the equipment with them at the time of the call, so no serial numbers were able to be collected. Patient provided updated physician who removed their ins.